Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent for ischemia of superficial femoral-mediocrural. The implanted stent elongated during deployment under fluoroscopy, and also it broke apart. The stent was left in place and was not removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. Additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Therefore, the lot history records were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided image demonstrates the placed stent inside vessel. A radiopaque scale is not visible on the image so that a length measurement is not possible, but appearance of the stent under x-ray confirms elongation. Resolution/ single strut visibility is poor so that a strut fracture cannot be identified. The investigation leads to confirmed result for stent elongation. An indication for a manufacturing related issue could not be found. In this case the vessel was not tortuous/ calcified, system compatible 6f introducer with 0.035" guidewire were used for access, and the lesion was predilated. Before deployment the placement site was seen between the markers with good visibility. During deployment, slack was removed from the system, and the introducer was secured against moving; the system was gently held at the stability sheath and kept stationary. During deployment, the user did not experience difficulty or increased resistance. Based on the investigation of the provided information, the investigation is closed as confirmed for stent elongation. A definite root cause for the reported event could not be determined. Labeling review: current version of instruction for use (IFU) supplied with this product. In reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use closely describes holding and handling of the system throughout the procedure. In particular the instruction for use state: 'confirm that the introducer sheath is secure and will not move during deployment. Gently hold the stability sheath close to the introducer sheath and keep it stationary and under tension throughout deployment.' Under required material the instruction for use state: 5f (1.67 mm) or larger introducer sheath. 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. Regarding pta the IFU state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended. B1, b5, g3, h1, h6 (patient, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent for ischemia of superficial femoral-mediocrural. It was reported that during the procedure in the sfa with ipsilateral femoral access, the 80mm stent was found elongated to approximately 120mm after deployment, and it also frayed. The implanted stent elongated during deployment under fluoroscopy. There is no patient injury.